Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported controller¿s screen was blank. Prior the call, patient tried taking battery pack out and reinserted, but this didn¿t resolve. Troubleshooting options included replaced aa batteries. Patient stated today her controller screen went blank and she tried taking battery out, and reinserting but it wouldn¿t power on and wouldn¿t take a charge. Patient stated that she needed to have the controlling working , so she could turn stim off for a hip replacement surgery which she stated was not related. It was noted patient didn¿t have any aa batteries available to try out. A replacement controller battery would be sent to patient and controller battery was not charging. Additional information was received form patient on (B)(6) 2018. Patient stated she received a controller with the battery, and recharger, and the controller was not working. Patient noted she had surgery on monday and needed to turn device off and wanted controller to work. Patient services (ps) consult with repair and they said the li battery was very low when it was sent out to patient and patient would need to charge the battery for several hours before using the battery. It was reviewed the controller patient used was a dummy controller, and patient said she removed the stickers from the controller but found a sticker on the back stating it was not for human use. Ps reviewed the li battery would need to charge for few hours and ps would call patient back to confirm controller and li battery were working as it should. Ps confirmed surgery on monday was not related to pain stim therapy. A replacement controller would be sent to patient, and battery just sent and still not charging. Additional information on (B)(4) 2018 was received from patient. Patient stated she had the controller plugged into the wall since yesterday and controller would not power on. Patient noted she was ready to pass out on pain because she couldn¿t take any more pain medication due to having surgery on monday and she needed her stimulator to charge. Patient stated she had pain for 10 hours and 20 something mins, and she didn¿t sleep last night. No further patient symptoms or complications were reported in this event.